Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump has no power and the patient's blood glucose elevated to 483mg/dl with large ketones and not feeling well. The reporter noted that the patient has had the flu for the past 36 hours and is on insulin injections due to the power issue. The reporter stated the power issue remained unresolved with battery changes. This complaint is being reported because the patient allegedly experienced hyperglycemia and it is unclear at this time if the reported bg excursion was solely due to the flu or if the power issue and/or an inadequate back-up plan contributed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed power on resets. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was found to tightly secure to the pump with no visible yellow o-ring. No power issues were noted during a 24 hour duration test using the returned battery cap. 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump cover was removed; no evidence of moisture ingress was observed. No intermittent connections or damage issues were noted to the power circuit. The reported complaint was confirmed in pump history but not duplicated during testing.